Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 44 mg/dl. Customer stated that the buttons were not responding. Customer¿s current blood glucose level was 120 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No button error alarm or audio/beep anomaly noted. Device had intermittent button response on the esc, up arrow and down arrow buttons due to corroded keypad traces. Device had minor scratched display window, cracked case at display window corner, broken battery tube threads, broken belt clip slot, cracked case at reservoir tube window corners, cracked reservoir tube window and a partially broken off reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.